Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth and race were not provided. The initial reporter phone is not available / reported. [Conclusion]: the event was reported via the excellent study. The (B)(6)-year-old female patient with a past medical history of diabetes, ischemic stroke ((B)(6) 2020), and anemia presented with an unwitnessed non-wake up stroke on (B)(6) 2021 with a modified treatment in cerebral infarction (mtici) score of 0. (Nihss and mrs scores were not recorded). The suspected origin of the embolism was undetermined. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy using a 5mm x 37 mm embotrap iii revascularization device (et309537 / 20j071av) on (B)(6) 2021 and experienced mild extravasation. The first pass made with the embotrap iii and manual aspiration at the right m1 segment of the mca (1 min incubation) resulted in a mtici score of 2b with clot retrieval via aspirate. According to the case report form (crf), no further passes were made. The embotrap iii pass was made with a 0.043: 5fr sim 2 glidecath® catheter (terumo interventional systems) via a 0.025¿ velocity® delivery microcatheter (penumbra). There were no reported intraoperative adverse event or study device deficiencies. The final / end of procedure mtici score was 2b. The patient¿s nihss 24-hour post-procedure score was 23. Per the principal investigator (pi), the extravasation event was not considered serious and is unlikely related to the study device procedure. Unspecified medication was administered to the patient as treatment. The patient¿s outcome from this event is recovered / resolved. On 12 march, modified information was received. The pi assessment of relationship to the study device was changed to possible, and the relationship to the primary procedure was changed to probable. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20j071av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. On 24 march 2021, additional information was received. The information indicated that there was a vessel injury (thus the extravasation) during the procedure, although the physician was not able to clearly locate the site of the perforation. The embotrap iii study device was being used in combination with the sim 2 glidecath® intermediate / aspiration catheter (terumo interventional systems) when the vessel perforation occurred. The bleed was monitored via repeated imaging, and the previously administered IV tpa was reversed with tranexamic acid followed by cryoprecipitate. The principal investigator does not feel that the vessel perforation / extravasation caused any significant decline in neurological function beyond that of the baseline stroke itself. Therefore, the extravasation was not classified as a serious adverse event (sae). Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Vessel perforation is a well-known extensively documented adverse event associated with the use of the embotrap iii revascularization device in mechanical thrombectomy and is listed in the instructions for use (IFU) as such. With the information provided, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including vessel characteristics, tortuosity, clot burden, device selection, and mechanical manipulation of devices within the artery that may have contributed to the reported perforation. There is no indication of any device defects or manufacturing issues related to the event. Since the investigator reported that the vessel perforation / extravasation event was possibly related to the study device and the event required medical intervention to preclude life-threatening illness or injury or permanent impairment to a body structure or a body function, the event currently meets MDR reporting criteria as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study. The (B)(6)-year-old female patient with a past medical history of diabetes, ischemic stroke ((B)(6) 2020), and anemia presented with an unwitnessed non-wake up stroke on (B)(6) 2021 with a modified treatment in cerebral infarction (mtici) score of 0. (Nihss and mrs scores were not recorded). The suspected origin of the embolism was undetermined. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy using a 5mm x 37 mm embotrap iii revascularization device (et309537 / 20j071av) on (B)(6) 2021 and experienced mild extravasation. The first pass made with the embotrap iii and manual aspiration at the right m1 segment of the mca (1 min incubation) resulted in a mtici score of 2b with clot retrieval via aspirate. According to the case report form (crf), no further passes were made. The embotrap iii pass was made with a 0.043: 5fr sim 2 glidecath® catheter (terumo interventional systems) via a 0.025¿ velocity® delivery microcatheter (penumbra). There were no reported intraoperative adverse event or study device deficiencies. The final / end of procedure mtici score was 2b. The patient¿s nihss 24-hour post-procedure score was 23. Per the principal investigator (pi), the extravasation event was not considered serious and is unlikely related to the study device procedure. Unspecified medication was administered to the patient as treatment. The patient¿s outcome from this event is recovered / resolved. On 12 march 2021, modified information was received. The pi assessment of relationship to the study device was changed to possible, and the relationship to the primary procedure was changed to probable. On 24 march 2021, additional information was received. The information indicated that there was a vessel injury (thus the extravasation) during the procedure, although the physician was not able to clearly locate the site of the perforation. The embotrap iii study device was being used in combination with the sim 2 glidecath® intermediate / aspiration catheter (terumo interventional systems) when the vessel perforation occurred. The bleed was monitored via repeated imaging, and the previously administered IV tpa was reversed with tranexamic acid followed by cryoprecipitate. The principal investigator does not feel that the vessel perforation / extravasation caused any significant decline in neurological function beyond that of the baseline stroke itself. Therefore, the extravasation was not classified as a serious adverse event (sae).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified event information received on 30 june 2021. On 30 june 2021, modified information was received. The information indicated the following update: the adverse event term ¿extravasation¿ was changed to ¿contrast media extravasation in m2 region¿. Adverse event term "change in nihss" was changed to "neurological deterioration change in national institute of health stroke scale >4pt.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified event information received on 19 august 2021. On 19 august 2021, modified information was received. The information indicated the following update: adverse event term ¿neurological deterioration change in national institute of health stroke scale >4pt¿ was updated to ¿neurological decline r/t neuro exam while under sedation.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified event information received on 14 june 2021. On 14 june 2021, modified information was received indicating that the patient exhibited a change in the nihss score > 4 points that started on (B)(6) 2021. The event resolved on an unknown date without any intervention. Per the principal investigator (pi), the event was mild in severity, not related to the study device and not likely related to the study procedure. The event was not considered serious. On (B)(6) 2021, the patient was discharged to a nursing home. There is no evidence to indicate that the reported change in nihss score (>4 points) was related to the embotrap ii revascularization device. Review of the available information suggests that the event may have been related to the patient¿s underlying disease state. Furthermore, the pi felt that the vessel perforation/extravasation that was considered possibly related to the study device did not cause any significant decline in neurological function beyond that of the underlying stroke. Based on the evaluation of the investigator and the lack of medical evidence linking the reported event to the study device and procedure, the event of change in nihss score (>4 points) does not meet MDR reporting criteria. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified event information received on 02 june 2021. On 02 june 2021, modified information was received indicating that the classification of the extravasation adverse event has been changed. ¿is the adverse event serious?¿ was changed from ¿no¿ to ¿yes. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.